Event description:
It was reported that the travel coarse error was experienced.

Manufacturer narrative:
H6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, presented with a missing battery. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Normal wear causing the clutch halves to slip on the lead screw, parts are 6 years old. Replaced lead screw, clutch spring and both clutch halves. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing.